Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a nurse was trying to start therapy on the arctic sun device and the screen was frozen on alert 03 (water reservoir low). The nurse had already tried turning the device off and on. There were no other devices available. Nurse would need to use an alternate means of ttm for now and send this device to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Nurse had already tried turning device off and on. There were no other devices available. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a nurse was trying to start therapy on the arctic sun device and the screen was frozen on alert 03 (water reservoir low). The nurse had already tried turning the device off and on. There were no other devices available. Nurse would need to use an alternate means of ttm for now and send this device to biomed. Per additional information from technical support on 27oct2022, biomed called regarding device, they would order the control panel and replace it onsite.